Manufacturer narrative:
This follow-up is being submitted to relay additional information. D11-medical products unknown femoral . Unknown tibial tray. Unknown patella. No product was returned; therefore, visual and dimensional evaluations could not be performed. Medical records were not provided. Device history record (DHR) review was unable to be performed as the part and lot number of the device involved in the event is unknown. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Report source - (B)(6). Customer has not indicated whether the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent an initial knee arthroplasty on an unknown date with unknown products. The patient was revised and the micro rhk kit that was available was too big for this patient so a spacer had to be put in till this custom made prosthesis is available. Patient has very narrow femoral and tibial canals so standard rhk stems are too large. Multiple tibial fractures extend past length of standard rhk size 2 non-mod tibial stem. There is no additional information at this time.

Manufacturer narrative:
This report is being submitted to update the complaint description.

Event description:
It was reported that a patient underwent an initial knee arthroplasty on an unknown date with unknown products. The patient was revised due to infection approximately four years post implantation. The micro rhk kit that was available was too big for this patient so a spacer had to be put in till this custom made prosthesis is available. Patient has very narrow femoral and tibial canals so standard rhk stems are too large. Multiple tibial fractures extend past length of standard rhk size 2 non-mod tibial stem.